Event description:
A pt was having an emergent upper endoscopy performed at the bedside for a suspected gastric bleed. While performing scleral therapy and coagulation, approx one inch of the catheter tip (probe) broke off in the pt's stomach. The nurse stated that due to the actual bleeding found, they were unable to note whether the tip of the gold probe was suctioned out through the scope. No pt injury.